Manufacturer narrative:
Unit passed rewind test, basic occlusion test, and displacement test. Unit was unable to prime at 2.5 lbs. During prime/compromised force sensor system test due to faulty force sensor resistor. No motor error or no delivery alarm noted. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. Customer's blood glucose level was not reported. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.